Event description:
It was reported that the patient was in an earthquake in 2003 that was 6.5 and was told that since she was kneeling and holding her niece and nephews her leads moved. It was noted that after the earthquake, she could not eat or sleep and on christmas day or (B)(6) 2003, she was scared and confused and her whole family saw it and thought she was having a stroke or heart attack. It was further noted that the patient had no memory of it. It was noted that the patient went to her doctor and he told her that her leads had moved but that ¿everything was still ok.¿

Manufacturer narrative:
Concomitant products: product ID 748951, serial # (B)(4), implanted: (B)(6) 2003, product type extension; product ID 748951, serial # (B)(4), implanted: (B)(6) 2003, product type extension; product ID 3887-33, lot # j0340368v, implanted: (B)(6) 2003, explanted: (B)(6) 2011, product type lead; product ID 389133, lot # j0333773v, implanted: (B)(6) 2003, product type lead, product ID 3887-33, lot # j0340368v, implanted: (B)(6) 2003, explanted: (B)(6) 2011, product type lead; product ID 389133, lot # j0333773v, implanted: (B)(6) 2003, product type lead. (B)(4).